Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter split occurred. The target lesion was located in the superficial femoral artery (sfa). A 135cm rubicon¿ 35 guide catheter was selected to advance the target lesion. During procedure, it was noticed that the rubicon¿ guide catheter split on the 0.035 in x 260 cm magic torque¿ guidewire as the physician was pulling the rubicon¿ guide catheter back. The procedure was completed with another 135cm rubicon¿ 35 guide catheter. No complications were reported and the patient's status is fine.